Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that fixation was attempted several times due to low pacing impedance. The helix of the rvlp was stretched. The rvlp was not used and the physician elected to complete the procedure with a different device. There were no patient consequences.